Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as "leakage of iodine disinfection from under the cap while the cap was closed and attached to the transfer set". This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted a damaged female connector. Leak testing was performed which revealed, a leak beneath the returned minicap and an in-lab minicap that was used for testing. A review of the damage, indicated that the female connector was initially molded and assembled correctly. The damage noted indicated that the treads inside the cap were overtightened beyond the stopping point between the components (the minicap and female connector). This overtightening caused the mini cap threads to drive into the shoulder that is intended to stop the rotation and caused damage to the female connector at a point inline with the molded threads which caused the leak. The reported condition of leak was verified, however, the cause of the condition was determined to be use error. The instruction for use provided with the device state that the minicap is to be hand-tightened clockwise onto the transfer set until firmly secured. The user is also instructed to ¿avoid over tightening the minicap disconnect cap.¿ a review of the label for the product family will be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.